Event description:
Cotton unraveledand left chunks inside foreign body in reproductive tract cotton unraveled device breakage consumer reported via e-mail that cotton tampon unraveled. No serious injury was reported.